Manufacturer narrative:
Concomitant medical products: information references the main component of the system and other applicable components are: product ID 977d260 lot# serial# (B)(4)implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type screening device. Device evaluated by MFR: analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. Conclusion code 67, method code 4114 and result code 3221 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that one possibility of the cause of 0-3 electrodes being out was that when the lead was retracted into the introducer needle, the sharp edge/distal tip of the needle damaged the electrodes on the lead- this was merely an assumption on the representative's part. The wens was successfully used during the trial but the affected lead was returned. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc lot# unknown, serial# unknown, product type accessory product ID 977d260 lot# /serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the lead found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial #: (B)(4), implanted: (B)(6) 2019, explanted:(B)(6) 2019, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 13-mar-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable n eurostimulator (ins). Information was reported that the doctor placed the lead at the top of t8, and connectivity check was "all good", but intra-op coverage wasn't as expected. The doctor removed the lead and needle and accessed the epidural space form another level. The lead was threaded to the top of t8, and during connectivity check electrodes 0-3 were "out" using the 0-7 port. The doctor attempted putting the lead in the 8-15 port and experienced the same outcome. The doctor decided to use a different lead and completed the case successfully. No adverse patient outcomes occurred. No further complications were reported. No patient symptoms were reported.